Event description:
It was reported that cgm displayed malfunction alarm related to cgm error 42 while customer used sensor. There was no reported impact to the customer¿s blood glucose level. Customer contacted support, received complete pump reset instructions, performed pump reset with guidance, and after reset pump no longer displayed cgm malfunction alarm.